Event description:
Patient reported the infusion device has damaged control keys on the side. Patient stated the up/down buttons on the infusion device is damaged. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product the soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and destroys the pump electronics. The buttons passed the optical and functional investigation successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.